Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, difficulty ambulating, and elevated cobalt chromium levels. Additionally, it is alleged that the patient suffers from dislocation and a trochanteric fracture. Upon revision, a pseudotumor, metallosis, metal debris, and black tissue were noted. Update: 4/22/2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records indicate that the patient was revised on (B)(6) 2005 for dislocation and suffered a troch fx during the surgery. Revised on (B)(6) 2012 for metallosis, pseudotumor, and osteolysis. Records are available for further review. Update 10/26/16 - pfs and medical records received. After review of the medical records for MDR reportability, the metal ion levels provided were at reportable levels. Adding stem. The complaint was updated on: 11/18/2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (device) product complaint # :(B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> null . Device history batch ==> null. Device history review ==> null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Litigation alleges patient suffers from pain and discomfort. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the metal liner. Per procedure, this device is exempt from device history review. The search and/or review of the femoral head device history records was not possible as the necessary product/lot code was not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.